Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) united kingdom, alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the meter had been reading inaccurately on "numerous occasions" since she got it on the morning of (B)(6) 2015. She reported that on an unknown date and time, "almost a year ago", she obtained an alleged inaccurately high blood glucose result on the subject meter of "8.4 mmol/l" compared to "5.6 mmol/l" on a onetouch verio meter, performed within 30 minutes of each other. Based on statistical methodology, the reported difference between these results falls outside lfs' accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). She reported that after obtaining alleged high readings, she sometimes adjusted her insulin dose. On this occasion, she reported that no changes were made to her usual diabetes management routine. She claimed that 20 minutes after obtaining the alleged inaccurate result, she "felt unwell" with symptoms of "dizzy [and] light-headed", which she associated with hypoglycemia. She reported that she self-treated her symptoms by eating some biscuits. She indicated that she compared results on the subject meter with other, unknown meters, but no results were provided. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. As her control solution had expired, it was not possible to perform a control solution test to test the meter and test strips. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.